Event description:
It was reported that right hip revision surgery was performed.

Manufacturer narrative:
Age or date of birth corrected. Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. - attachment: [222363 summary.pdf]

Event description:
Excision of pseudotumors during revision surgey.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. This is a 64 year old female with bilateral hip prosthesis from australia, diagnosed with metallosis. On 7-29-2015, chromium=0.07¿mol/l (ref range=0.10) [3.64¿g/l] and cobalt=0.11¿mol/l (ref range=0.02) [6.49¿g/l]. Operative details: posterior approach ¿ ¿typical metallosis white fluid and 2 x sacs with thickened wall, no macroscopic wear¿. After the revision surgery, during which all smith & nephew devices were replaced with competitor devices, this patient experienced several washouts and revisions secondary to staph aureus/sepsis, presumed due to her immunosuppressed state secondary to steroid use for several years for a connective tissue disorder. She was hospitalized for approximately 2 months. The clinical information provided, of the mildly elevated metal ion levels and the pseudotumour may be consistent with a reaction to metal debris. However the source cannot be determined with the available documentation. The infections and subsequent issues could be attributed to her severe immunosuppressed state secondary to steroids and documented connective tissue disorder. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.